Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection. A revision was performed and the ICD along with the right ventricular (rv) lead and this right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).